Event description:
During a pci treatment procedure the balloon ruptured at 12 atms on the first inflation. The lesion being treated was a calcified, 95% stenotic lesion in the left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.